Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection, functional testing, electrical testing, and a simulated therapy test were performed. Visual inspection identified a blown fuse. During functional testing, it was found that the device could not be started up. No sign of a burnt component or a smell of smoke/odor were identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. An event history log review was performed and identified "battery powered" events that are related to the problem of inability to start up. The cause of the startup failure was determined to be the blown fuse. To correct the condition, the power supply was reworked. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device exhibited a burnt source. There was no patient injury or medical intervention reported. No additional information is available.